Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii and breast pain and firmness at touching. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: the device related to the reported events capsular contracture was received on april 29, 2025 with lot number 1215562. Based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observed. As per the investigation procedure, deformation was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii and breast pain and firmness at touching. Device has been explanted and replaced.